Manufacturer narrative:
The events of necrosis, seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, seroma, and capsular contracture baker grade unknown.

Event description:
Patient representative reported against left device "repeated seroma", "necrosis formations", "capsular contracture" baker grade unknown, and "depression". Device has been explanted.